Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the patient had received inappropriate antitachycardia pacing from the implantable cardioverter defibrillator. It was observed that the therapy was delivered during supraventricular tachycardia episodes that were misdiagnosed as ventricular tachycardia due to the programming algorithm. The device was reprogrammed. The patient was asymptomatic to the event.